Event description:
Tech alleges the left side rail will not latch cause: bent side rail and broken weld. Tech straightened and welded the rail this resolved the problem. Tech stated no patient was in the bed and no injury reported. The bed is located in the hallway.